Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly metal ion testing measured elevated levels of cobalt (5.6 mcg/l) in patients' blood; MRI scan revealed a severe adverse local soft tissue reaction. It is further alleged that based upon these findings and patients' symptoms, the patient had revision surgery on (B)(6) 2015. It is alleged that " during that surgery, the surgeon discovered pseudotumor and "a large amount of fluid in the hip joint." He also noted "a large amount of trunnionosis with some black tissue around the trunnion" and was required to repair the abductor muscles.